Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm which was reproduced while running a loaded IV set. This was due to failed downstream sensor. The downstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed a constant downstream occlusion message. There was no patient involvement.